Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implan table pump for non-malignant pain. It was reported that the patient had a staph infection in the pump pocket. It had purulent exudate and a foul smell. The patient stated to the physician's office that they were unsure of how the incision site opened and became in fected. The patient had been getting wound care at the hcp's office. An explant was going to be scheduled but was not yet scheduled at the time of the report. The issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.